Event description:
The product was used during a laparoscopic gastric banding procedure. Reportedly, the trocar was lost pneumoperitoneum. The surgeon used another trocar. The hospital has reported no patient injury occurred.

Manufacturer narrative:
9/5/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.